Event description:
Boston scientific crm received information that this patient developed an infection. The physician elected to explant this left ventricular (lv) lead. This patient is not pacemaker dependent, and there were no other adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.